Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with insulin pump. The customer¿s blood glucose level was 275 mg/dl and 61 mg/dl at the time of incident and treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer using auto mode feature. Customer did not allege insulin pump was over delivering and states the only thing that was over boluses was the day it was 59 mg/dl which was when customer realized the site was failing on me. Customer reports insulin pump was not worn during a medical procedure. The customer¿s blood glucose level was 222 with a finger stick, recommended bolus was 1.9 unit and a half hour later the reading was 179 mg/dl and it stopped providing insulin and no insulin had been delivered for an hour. Customer reports the correction bolus was incorrect. Customer states 1.6 unit and blood glucose level was 299 mg/dl, 1.9 unit and blood glucose level was 222 mg/dl, 8.8 unit and blood glucose level was 269 mg/dl and 1.3 unit and blood glucose level was 171 mg/dl. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.